Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and a linear opening on the radius side. The leak test and microscopic analysis were performed which identified one striated opening on the radius and a crack in the valve. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, and one striated opening due to surgical damage consistent with the use of a surgical tool. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.